Event description:
It was reported that during a pph procedure, the surgeon teaching registrar how to do pph procedure. The registrar fired the gun, it sounded different and misfired the staples. The cut line was over sewn and the pt went home fine.